Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 499 mg/dl. Customer was treated with manual injection. Customer experienced blood glucose level of 424 and 470 mg/dl. Customer stated that the insulin pump was dead. Customer stated that the insulin pump had insulin pump had no delivery alarms. Customer stated that the insulin passed self test and as well as passed fill tubing test. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.